Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell two. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the message to the home patient (hp) and instructed the hp to use manual bags to complete the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It was known that the patient was either using the device with the catalog number l5c4531 or r5c4479c. Therefore, the brand name and the 510(k) number are known. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.